Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a suction loss (after the laser fired) occurred with a patient interface, lot number: 60262695, quantity: 1. One iflap procedure was lost. The surgery was completed successfully. There was no patient injury and/or surgical intervention required. This is the second patient interface report for 2 of 2 reports.

Manufacturer narrative:
Device evaluation: one (1) pi was returned within its original packaging confirming the reported lot number of 60262695. A visual inspection of the returned device did not reveal any damage to the components and all parts were assembled correctly. Suction and dimensional testing was performed with all results within specification. The reported suction loss issue could not be confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60262695. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.